Event description:
The customer reported that the monitor fell. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the monitor fell. No pt harm was reported. The limited available information is not sufficient to support either that there was a malfunction or that there was any health risk. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.